Event description:
Complaint reportable based on additional information received on 17-nov-2011. It was reported that during a stenting treatment procedure, difficulty crossing the lesion occurred. The procedure treated the 90% stenosed target lesion located in the moderately calcified and moderately tortuous left anterior descending artery. The lesion was pre-dilated and a 3.5x20mm promus element stent was advanced but failed to cross the lesion. After additional ballooning with a non-specified balloon, the procedure was completed with a non bsc stent. The stent delivery system was returned to bsc for analysis without the stent. Additional follow up confirmed that the stent did not dislodge inside of the patient. It is not known exactly when the stent dislodged from the stent delivery system. No patient complications occurred and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site without the stent. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. There was no shaft damage noted. . The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).